Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was seen in the clinic for changing their system controller at home due to backup battery fault alarms. The patient was reminded not to change their system controller for this particular alarm and was issued a new backup system controller. Log files were sent for review. The log files captured invalid controller clock alarms throughout the event and periodic history. The log files also captured a few backup battery fault alarms which were quickly followed by a series of driveline disconnect and pump off events. Due to the controller clock being incorrect, the exact time that these alarms occurred could not be determined. It was recommended by technical services to exchange the system controller. Additionally, it was reported that a system controller had persistent backup battery fault alarms. The patient did not experience any symptoms/adverse events from the pump stop. The system controller exchange resolved the backup battery fault alarms.

Manufacturer narrative:
Manufacturer's investigation conclusion: no device related issues associated with heartmate 3 left ventricular assist system (lvas), serial number (B)(6), were reported or identified through this evaluation. Provided information indicated that the patient performed a controller exchange at home due to backup battery fault alarms. Review of the submitted log files revealed that the pump stop captured at the end of the log file is consistent with the reported controller exchange performed by the patient. These events are addressed under the controller investigation. The pump appeared to be operating as intended while the driveline was connected. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. The current revision of the IFU can be found on the eifu page of the abbott website. Although no device-related issues were reported, section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Review of the submitted log files revealed that the pump stop captured at the end of the log file is consistent with the reported controller exchange performed by the patient.